Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm after multiple set changes. The customer's blood glucose was 300 mg/dl at the time of incident. Customer was having issues with high blood glucose levels, reviewed the pump history and the insulin in the pump was full. Customer stated the pump is under- delivering. The customer was assisted with trouble shooting, displacement test failed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with the operating currents within specificaiton and passed the self -test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test. No excessive no delivery alarms noted. No lost insulin delivery, clock, bolus history, or programmed basal delivery setting was noted. Installed a water filled test reservoir, and primed pump. Verified the units left in the test reservoir and the units left on the display matched. Set a basal rate and monitored the pump for five days. Several boluses were programmed and delivered. All basal profiles and programmed bolus delivered their indicated amount and were verified in the daily total history screen. All boluses delivered properly and observed the liquid exit the tubing during the bolus deliveries. The units left at pump display matched properly the units left at the test reservoir. No delivery anomaly, slow bolus delivery, bolus anomaly, or basal anomaly noted during testing. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, and scratched reservoir tube window. Sep 13 - bolus 5.0 basal 10.35 daily total 15.35 sep 14 - bolus 4.0 basal 24 daily total 28 sep 15 - bolus 2.8 basal 24 daily total 26.8 sep 16 - bolus 0 basal 24 daily total 24 sep 17 - bolus 0 basal 24 daily total 24 sep 18 - bolus 0 basal 11.65 daily total 11.65 total delivered units during monitoring 129.8 total units left = 157.7 total units at pump display + total units delivered for testing = 287.5 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.